Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced rising blood glucose levels, despite 2 infusion set changes. The customer stated that she had followed all troubleshooting procedures, but her blood glucose reading rose from 328 mg/dl to 491 mg/dl. She stated that she changed the infusion set, reservoir and insulin twice to no avail. She expressed irritability as a symptom of high blood glucose. Upon troubleshooting, it was found that the insulin pump passed the high pressure test. No bent infusion set cannula was observed. She was advised that high blood glucose can be caused by insertion site or infusion set issues. The customer stated that she did not feel that the device worked and requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.